Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the result of investigation a definitive root cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device's image became blurred, indistinct, or noisy during surgery. The issue was found during reprocessing. The procedure was completed with the same device, and there were no reports of patient harm.